Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was slow to boot up when the system was powered on. The roller pump icon was on the central control monitor with no "?". The screen was blank for a while and then it finally came on. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) could not verify the reported problem. Roller head passed visual inspection. A preventative maintenance was performed and the unit operated to MFR's spec and was returned to clinical use. In addition, the software logs were evaluated by the MFR and there was no evidence of the reported problem. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.